Manufacturer narrative:
Date of event was approximated based on the reported event date of (B)(6) 2019.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled to (B)(6) study on (B)(6) 2019 and index procedure was performed on the same day. The target lesion located in the left anterior tibial had 80% stenosis, distal reference diameter and proximal reference vessel diameter of 2.7 mm and 3.5 mm respectively, with a lesion length of 55 mm. The target lesion was treated with a pre-dilatation balloon followed by initial deployment of a 3.5 mm x 80 mm study stent and a 3.0 mm x 38 mm promus stent. Following post dilatation, there was 0% residual stenosis. The subject was treated on an outpatient basis. In (B)(6) 2019, the subject was noted to have in-stent occlusion in left anterior tibial artery. On (B)(6) 2019, the subject revisited the enrolling site for protocol scheduled 1 month follow-up visit. Duplex ultrasound on the same day revealed stent thrombosis. The promus stent placed in anterior tibial artery at target limb was occluded with no continuous flow through the stent. No actions were taken to treat the event and the event was considered not resolved.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled to saval pivotal study on (B)(6) 2019 and index procedure was performed on the same day. The target lesion located in the left anterior tibial had 80% stenosis, distal reference diameter and proximal reference vessel diameter of 2.7 mm and 3.5 mm respectively, with a lesion length of 55 mm. The target lesion was treated with a pre-dilatation balloon followed by initial deployment of a 3.5 mm x 80 mm study stent and a 3.0 mm x 38 mm promus stent. Following post dilatation, there was 0% residual stenosis. The subject was treated on an outpatient basis. In (B)(6) 2019, the subject was noted to have in-stent occlusion in left anterior tibial artery. On (B)(6) 2019, the subject revisited the enrolling site for protocol scheduled 1 month follow-up visit. Duplex ultrasound on the same day revealed stent thrombosis. The promus stent placed in anterior tibial artery at target limb was occluded with no continuous flow through the stent. No actions were taken to treat the event and the event was considered not resolved.

Manufacturer narrative:
B3: date of event was approximated based on the reported event date of (B)(6) 2019. H6: medical device code updated.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results there is CAPA is not necessary.